Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The PICC guide wire knotted in the vein during insertion. The guide wire was removed once it was caught inside the vein. An x-ray was done and no guide wire was retained inside the patient.